Event description:
It was reported that during a surgical procedure the cutter left a non specified material.

Manufacturer narrative:
Additional info will be provided once investigation is completed.